Event description:
Curlin 6000 pumps stop functioning during pt use with an error code of "system clock not set" - error code 45. The pump program is lost and the pump must be totally reprogrammed. Pump date and time can be reset, but there is no guarantee the reprogram will safely reset the pump. Pt care is interrupted and the pump must be replaced. In life sustaining therapies, this is a potential safety concern.